Event description:
The customer reported that cine was not working properly and there was a loss of cine function. There was no pt injury or death reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The sata cable was replaced during the service call. The system was tested and found to be working as intended and put back into service.